Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced. No reported complications and therapy obtained post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg is unable to communicate with external devices. It was also reported it has been months if not over a year since the patient last charged the ipg. Surgical intervention may be taken at a later date to address the issue.